Manufacturer narrative:
Concomitant medical products: product ID: 3889, lot# unknown, (B)(4). Product type: lead. Product ID: 3537, serial# unknown, product type: programmer, patient. (B)(4).

Event description:
A trial patient reported she was not feeling stimulation where she thought she would, she was feeling stimulation more in the leg than the vaginal area. The patient stated she also took medication and it kept her up all night. The patient stated she drank a lot of water because her mouth constantly felt dry since the surgery. It was noted the stimulation was at comfortable level for the patient. Additional information from patient on (B)(6) reported she was still consuming a large amount of fluids due to thirst, also she was not feeling stimulation in the bicycle seat area, she was feeling it more in her leg, mostly thigh. Additional information from the patient on (B)(6) reported they tugged on the lead and she thought she pulled it out, there was no pain, and the patient felt stimulation in her thigh. Additional information from the patient on (B)(6) reported she felt tightening her in back and legs when waking up on (B)(6). The patient was concerned it was a circulation problem. The patient reported she was having a little retention before changing programs, but at the time of the report she was emptying better. Additional information from the patient on (B)(6) reported she thought her lead may have moved, and the batteries were low on the controller. There were no further complications that have been reported as a result of this event. The indication for use is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.